Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the procedure the existing ipp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the procedure the existing ipp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome.